Event description:
It was reported that this implantable device recently entered safety mode, resulting in patient anxiety and depression. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. It is unknown if the device will be returned for analysis.

Event description:
It was reported that this implantable device recently entered safety mode, resulting in patient anxiety and depression. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. It is unknown if the device will be returned for analysis.